Event description:
It was reported that the device overheated during testing. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
The alleged malfunction could not be duplicated since there was no power within the device. Internal components were evaluated which revealed the presence of corrosion within the device and the rotor was stuck to the motor.